Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Unable to verify low battery alarm due to blank display. Pump had cracked display window corner and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the customer in many instances received a low battery alert and his insulin pump had several blank displays. His blood glucose level was 286 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.